Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was unknown if an autopsy was performed. It was not reported if therapy was ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Information received regarding the patient death. On (B)(6) 2015, the patient discontinued dianeal therapy. It was reported that the patient had a "reduced general condition due to unspecified complications" and "various dysfunctions accompanied by aging". Reduced general condition due to unspecified complications was most likely associated with the patient¿s advanced age and the aging process; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a follow-up report will be submitted.